Manufacturer narrative:
Suboptimal medical documentation and imaging studies were available for this review. Product appropriateness and patient candidacy could not be fully assessed due to the lack of a pre implant CT scan. Medical documentation review supported the possibility that product use might have been incongruent with the IFU due to the presence of a short aortic, angulated neck; bilateral iliac aneurysms; and, tortuous iliac arteries. At the index procedure, there was evidence to support a persistent left sided type ib endoleak for which a limb extension was placed; however, there might have been evidence of a persistent endoleak. A complication of a vessel damage and pulmonary edema was confirmed. The right common femoral artery was damaged during the index procedure, but was successfully repaired. The patient's recovery was complicated by pulmonary edema, due to blood transfusions to replace a two-liter blood loss as a result of the femoral repair. Twenty-five months post implant, there was evidence to support a type iiib endoleak associated with a 2-3 cm aneurysmal sac growth. The endoleak was similar in location as the persistent endoleak observed immediately post implant. It was reported that the graft had shifted to the right, which displaced the left limb portion of the stent. The secondary procedure was confirmed; other manufacturer's stents were deployed in the aorta and bilateral iliac arteries to successfully reline the stent. There might have been evidence to support a persistent ilio-lumbar type ii endoleak. The patient was discharge home on the third post-operative day. One operative note denoted stent separation of the right limb, but this finding was not substantiated; rather, this was a normal appearance of a flared limb extension. The patient was discharged home on the third post-operative day. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information. However, medical documentation review supported the possibility that product use might have been incongruent with the IFU due to the presence of a short aortic, angulated neck; bilateral iliac aneurysms; and, tortuous iliac arteries.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 25 months post implant of a bifurcated device, two limb extensions, and two suprarenal aortic extensions, the patient was seen routinely for follow up, and a computed tomography (CT) scan was performed. The CT scan indicated the patient had an endoleak. The physician elected to implant a competitor (medtronic) device which appeared to have resolved the endoleak. The patient was reported to be doing well and was discharged home.